Event description:
The customer reported that in the critical care unit, hydromorphone 100mg/100ml bag was hung on (B)(6) 2019 at 1158. At 1949 there was 25-35 mls in the bag which should have been approximately 60ml. It is unknown if the patient tampered with the IV bag, pump or both. There was no patient harm or clinical effects noted. Although requested, no further information has been received.

Manufacturer narrative:
Correction the customer¿s report of an infusion of hydromorphone infusing faster than expected could not be confirmed in the logs. The pcu event log identified pump module s/n (B)(4) infusing drug ID 289 (hydromorphone). The log identified a possible IV bag change on (B)(6) 2019 at 11:59 am, the user programed a vtbi of 100ml. The medication infused for approximately 7 hours and 50 minutes (11:59 am to 7:49 pm). With the pump infusing at 2ml/hr, the calculated volume infused was 15.6ml. There was no indication of device tampering observed in the logs during the time frame reported by the customer. It should also be noted that the user was using the ¿tamper resist¿ feature, unlocking and locking the pcu panel when addressing alarms and infusion changes. The log showed the pump continued to infuse until (B)(6) 2018 at 10:49 am when the pump module was paused. The log showed the device was then programmed for 2, 60-minute delays and then channeled off. The calculated total volume infused was 44.4ml during the remainder of the infusion the log did record a ¿flow stop open¿ which alarm for approximately 3 minutes before it was addressed, a ¿door open¿ which alarmed for 4 seconds before it was addressed and a ¿door open¿ alarm which lasted approximately 1 minute before it was addressed. The source pump module and administration set was not returned for investigation. The root cause of the reported 100mg/100ml IV bag of hydromorphone infused faster than expected was not identified.

Manufacturer narrative:
Correction/additional information: date of manufacture.

Event description:
The customer reported that in the critical care unit, hydromorphone 100mg/100ml bag was hung on (B)(6) 2019 at 1158. At 1949 there was 25-35 mls in the bag which should have been approximately 60ml. It is unknown if the patient tampered with the IV bag, pump or both. There was no patient harm or clinical effects noted. Although requested, no further information has been received.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the critical care unit, hydromorphone 100mg/100ml bag was hung on (B)(6) 2019 at 1158. At 1949 there was 25-35 mls in the bag which should have been approximately 60ml. It is unknown if the patient tampered with the IV bag, pump or both. There was no patient harm or clinical effects noted. Although requested, no further information has been received.